Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor errors more than one. The customer blood glucose level was 124 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer reports they were unsure if the drive support cap was protruded, loose and sticking out or flush. Customer states insulin pump had scratch on screen. Customer did not report motor errors alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reports they performed displacement test and insulin pump had no reservoir detected alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.